Event description:
A surgeon reported that a pt experienced endophthalmitis four days following cataract surgery. Pt presented with poor vision and cultured positive for staphylococcus epidermidis. A vitrectomy was performed and antibiotics were administered. The surgeon states that the relationship between this event and any of the products used during the surgery is not known.